Event description:
The patient had a left ventricular assist device (lvad) and was on therapeutic anticoagulation. The patient presented to the hospital with acute onset severe headache. A head CT revealed right frontal intraparenchymal hemorrhage (iph) as well a right sylvian and cisternal subarachnoid hemorrhage (sah). The patient was found to be therapeutic on her anticoagulation upon admission, international normalized ratio (inr) = 2.1 (range 2.0 - 2.5). The patient had an external ventricular drain (evd) placed immediately and then after attempts at management were unsuccessful, an emergent hemicraniotomy for clot evacuation was performed. The procedure was high risk. The patient had significant bleeding intraoperatively as expected. The patient was admitted to the intensive care unit post-operatively with a poor prognosis. The patient did not do well post-operatively and expired a day later.